Manufacturer narrative:
Follow up report 2 (device evaluation): upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was found to be in safety mode. The device case was opened and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined. This observation has been reported to our engineering and manufacturing departments and we will continue to monitor field reports for similar device behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted into safety mode. Technical services (ts) reviewed the device data and a replacement procedure is expected to be performed in the near future. No adverse patient effects were reported. This crt-p remains in service. Additional information was received that a replacement procedure was scheduled and there is enough evidence to suggests that the device was replaced. This product has not been returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted into safety mode. Technical services (ts) reviewed the device data and a replacement procedure is expected to be performed in the near future. No adverse patient effects were reported. This crt-p remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted into safety mode. Technical services (ts) reviewed the device data and a replacement procedure is expected to be performed in the near future. No adverse patient effects were reported. This crt-p remains in service. Additional information was received that a replacement procedure was scheduled and there is enough evidence to suggests that the device was replaced. This product has not been returned.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.